Event description:
Patient had their generator explanted due to it not helping with their seizures and stimulation causing them to have seizures. The explanted generator was not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Information obtain from the patient's physician that the increase in seizures were related to an external factor and not due to vns. No other relevant information has been received to date.